Event description:
It was reported that during a laparoscopic appendectomy procedure, the trocar broke into two pieces. There were no pieces left in the patient. A second device was used to complete the procedure with no patient consequence. There is no further information available about the event. The device was discarded.

Manufacturer narrative:
(B)(4).